Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects could not be determined. The treatment appears to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery (rca) lesion, a perforation occurred which required use with a graftmaster stent. The 2.8 x 19 mm graftmaster stent delivery system (sds) was advanced, but failed to cross to the perforation due to the calcification in the proximal rca. Two drug-eluting stents were implanted and the perforation appears to resolve. The patient was stable; however, began to experience chest pain, and experienced sudden hemodynamic collapse. The patient was put on a ventilator and was going to be sent to surgery; however, the family decided to take the patient off support, and the patient died. An autopsy will be performed. No additional information was provided.